Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12371. It was reported the physician attempted to place two leads. The physician was unable to advance one of the leads. The other lead was placed, but during intra-operative testing it was found the stimulation was not covering the patient's pain pattern. Both leads were removed. The patient was referred to a neurosurgeon for a surgical lead placement. The case was extended by 2 hours.